Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported over infusion of tpn was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. A log review was performed for the reported event date of 16jan2025 and time of 3:00 pm from the pcu event logs retrieved from the suspect pcu through alaris system maintenance 12.3. The system was initially powered on 15 jan 2025 at 2:29 am, however the reported rate was programmed at 2:29 am and not 3:00 pm. The profile used was identified as ¿nwh dl 12 03 24 peds < 5kg¿ from the key press replication and the drug was identified as tpn confirming the reported drug, however, the reported volume to be infuse was not identified along with the log review. There was no identification of any remote programming or via interoperability instructions received in the pcu logs. From the initial programming until the system was powered off, the infusions were programmed manually on 15jan2025 at 9:11:34 pm the user programmed the reported drug (tpn) and the reported rate at 11.2ml/hr, volume to be infused (vtbi=23ml) to be complete at a 2-hour infusion duration approximately ending at 11:15:16 pm. On 16 jan 2025 from 12:16 am to 3:19 pm there were thirteen (13) programmed and completed infusions last one programmed at 2:33 pm and completed at 3:19 pm, with vtbis of (11ml, 11ml, 11ml, 13ml, 11ml, 11ml, 14ml, 14ml, 12ml, 12ml, 12ml, 11.2ml, 11.2ml) respectively. At 4:35 am pump alarmed air in line, the user restarted the device after 6 seconds and restarted the infusion. Between 7:53 am - 8:02 am pump alarmed air in line, the user restarted the device after 4 minutes and restarted the infusion. At 11:13 am pump alarmed air in line, the user restarted the device after 22 seconds and restarted the infusion. At 11:15 am pump alarmed air in line, the user restarted the device after 2 minutes and restarted the infusion. At 11:50 am pump alarmed occluded patient side, the user restarted the device after 6 seconds and programmed a delay time of 30 minutes and being restarted at 12:25 pm at 2:16 pm pump alarmed occluded patient side, the user restarted the device after 18 seconds and programmed a delay time of 15 minutes and being restarted at 2:33 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the report of over infusion of dextrose was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that imdrf annex a24, a0401, a040502, a1801, c07, c0601, c19, d15, d01, d14 and g07001, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue

Event description:
It was reported a continuous infusion of dextrose 10% (250ml) was programmed on an infant patient via guardrails drug library at 8ml/hr with bd alaris pump infusion set, ref(B)(4) at 1422. It was reported however that the infusion completed sooner than expected at 1527. Patients' blood sugar increased to 817 mg/dl. As a result, patient received respiratory support due to tachypnea, subcutaneous insulin to manage hyperglycemia, lab work to monitor hemodynamic status and transferred to a higher level of care. Currently, patient is stable with continued support.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a continuous infusion of dextrose 10% (250ml) was programmed on an infant patient via guardrails drug library at 8ml/hr with bd alaris pump infusion set, ref (B)(4) at 1422. It was reported however that the infusion completed sooner than expected at 1527. Patients' blood sugar increased to 817 mg/dl. As a result, patient received respiratory support due to tachypnea, subcutaneous insulin to manage hyperglycemia, lab work to monitor hemodynamic status and transferred to a higher level of care. Currently, patient is stable with continued support.

Event description:
It was reported a continuous infusion of dextrose 10% (250ml) was programmed on an infant patient via guardrails drug library at 8ml/hr with bd alaris pump infusion set, ref (B)(4) at 1422. It was reported however that the infusion completed sooner than expected at 1527. Patients' blood sugar increased to 817 mg/dl. As a result, patient received respiratory support due to tachypnea, subcutaneous insulin to manage hyperglycemia, lab work to monitor hemodynamic status and transferred to a higher level of care. Currently, patient is stable with continued support.

Manufacturer narrative:
Correction: investigation summary: additional information: imdrf annex a code and manufacturing narrative. Investigation summary: the reported over infusion of tpn was not observed in a review of the logs or replicated during testing of the suspect pump module. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ a log review was performed for the reported event date of 16jan2025 and time of 3:00 pm from the pcu event logs retrieved from the suspect pcu through alaris system maintenance 12.3. The system was initially powered on (B)(6) 2025 at 2:29 am, however the reported rate was programmed at 2:29 am and not 3:00 pm. ¿ the profile used was identified as ¿(B)(6) 12 03 24 peds < 5kg¿ from the key press replication and the drug was identified as tpn confirming the reported drug, however, the reported volume to be infuse was not identified along with the log review. ¿ there was no identification of any remote programming or via interoperability instructions received in the pcu logs. From the initial programming until the system was powered off, the infusions were programmed manually ¿ on (B)(6) 2025 at 9:11:34 pm the user programmed the reported drug (tpn) and the reported rate at 11.2ml/hr, volume to be infused (vtbi=23ml) to be complete at a 2-hour infusion duration approximately ending at 11:15:16 pm. ¿ on (B)(6) 2025 from 12:16 am to 3:19 pm there were thirteen (13) programmed and completed infusions last one programmed at 2:33 pm and completed at 3:19 pm, with vtbis of (11ml, 11ml, 11ml, 13ml, 11ml, 11ml, 14ml, 14ml, 12ml, 12ml, 12ml, 11.2ml, 11.2ml) respectively. ¿ at 4:35 am pump alarmed air in line, the user restarted the device after 6 seconds and restarted the infusion. ¿ between 7:53 am - 8:02 am pump alarmed air in line, the user restarted the device after 4 minutes and restarted the infusion. ¿ at 11:13 am pump alarmed air in line, the user restarted the device after 22 seconds and restarted the infusion. ¿ at 11:15 am pump alarmed air in line, the user restarted the device after 2 minutes and restarted the infusion. ¿ at 11:50 am pump alarmed occluded patient side, the user restarted the device after 6 seconds and programmed a delay time of 30 minutes and being restarted at 12:25 pm ¿ at 2:16 pm pump alarmed occluded patient side, the user restarted the device after 18 seconds and programmed a delay time of 15 minutes and being restarted at 2:33 pm. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that imdrf annex a050701 code not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue